Manufacturer narrative:
(B)(4). Cartridge not returned for investigation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. Additionally, it was reported that there were small air bubbles in the tubing after the user disconnected and reconnected the tubing for a flight. The user's blood glucose (bg) level was 325 mg/dl. The bg level would be addressed with a manual injection. It was confirmed that the user had an alternate method of insulin delivery.